Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the partners ii a clinical trial, approximately three years post implant of a 26mm sapien xt valve, the patient was admitted for worsening congestive heart failure and 1+ edema. The patient was medically managed. Tte performed at the 1-year follow-up visit indicated paravalvular leak (pvl) worsening from mild at discharge to moderate. The tte performed at 2-years indicated severe pvl.

Manufacturer narrative:
(B)(4). Attempts to gather additional information regarding this event were unsuccessful. Medical records and echocardiogram reports were not available for review. Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, although the cause of the worsening chf and severe pvl three years post tavr cannot be confirmed, it is possible that the patient¿s advanced age and underlying co-morbidities (chf nyha class iii, htn) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.